Manufacturer narrative:
(B)(4). The device has not been returned for investigation. No additional tests have been performed since the complaint notification states that the suture was interacting with a capio device which is a device from the customer boston scientific and not from teleflex plant. No issues or discrepancies were found in the device history record of the product code (B)(4) that can be related to the failure mode reported. The customer complaint cannot be confirmed since the product sample involved in the complaint notification was not provided to perform a proper investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch report 5082606. During a urology surgical procedure, provider was utilizing the capio surgical suture when the arrow from the capio needle was missing. X-ray identified arrow, however efforts to retrieve arrow were unsuccessful.